Event description:
A 4fr solo bard power PICC inserted into the r basilic vein above the acf aseptically on (B)(6) 2013 in g1. The PICC was inserted using ultrasound guidance seldinger technique, ccg and sherlock. The PICC was inserted and aspirated and flushed well post insertion. The 3cg and chest x-ray confirmed position and PICC was cleared for clinical use. The ward re-referred the pt later on tuesday with PICC occlusion which I cleared with hepsal 50 units in 2 mls saline, "the PICC was pt and flushing after this". The pt was re-referred on (B)(6) 2013 with another PICC occlusion which I was unable to unblock. I booked the pt in for a line replacement on the morning of (B)(6). At this time, I was unable to rewire the PICC and during removal was unable to withdraw the last 10 cm. The pt was referred to interventional radiology who performed fluoroscopy and found a knot in the end of the PICC. The PICC was removed vai vein cut down and a new PICC was inserted in radiology into the left arm.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of rew11497 showed no other similar product complaint(s) from this lot number.